Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there was a gap in the adhesive between acoustic lens and ultrasound probe. This finding was due to wear and tear damage from mishandling. Upon further inspection, it was observed that the adhesive around the objective lens was peeled. It was also observed that the adhesive on the bending section cover was detached. It was observed that the coating on the connecting tube was peeling. It was also observed that the lock engagement knob rotated concurrently due to deformation of the lock engagement knob. It was observed that the up and down knob could not be locked securely due to wear and damage on the lock engagement lever. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the channel tube had buckling and a scratch. Lastly, it was observed that switch one had a cut. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera ii ultrasound gastrovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, there was a gap in the adhesive between acoustic lens and ultrasound probe. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.